Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low pacing impedance. The lead impedance values are currently within the expected range and the lead remains in use. No patient complications have been reported as a result of this event.